Manufacturer narrative:
A non-sterile orbit galaxy was received coiled inside of a plastic bag. Hypotube was inspected and kinks were noted on it. Introducer was received partially zipped without damage. The support coil, gripper and just the head piece attached to the gripper were received outside of the introducer. The support coil and gripper were found without damage. The rest of the embolic coil was not received for evaluation. The gripper and the headpiece with some loops of coil were inspected under microscope. The gripper presented no damages. The soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece. Using a lab sample syringe 635-002, the trufill dcs system was purging on the blue zone; after that the embolic coil was detached when the needle of the pressure gauge was on the alternative red zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil- failure to detach" was not confirmed during the functional analysis. The cause of the failure experienced by the costumer and the damages found on the visual analysis could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving the facility. Therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The procedure was coil embolization of avf in the transverse artery (not calcified and tortuosity unknown), and during the procedure, the 10th coil (orbit galaxy helical xtrasoft coil 2 x 8-640hx0208/13500275) would not detach when the trufill dcs syringe ii was pressurized to the green zone or the red alternative detachment zone; therefore the device was removed from the patient. Once the product was out of the body, another attempt was made to detach the coil and it was finally able to be detached. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury reported. It is unknown if the trufill dcs syringe ii was also replaced or not. It is unknown how many coils were successfully detached using the same syringe before the complaint product. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coil by visual inspection. The complaint product is going to be returned for evaluation. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe, coil system hub, or lav. No leaks were noticed on any of the connections (syringe, coil system hub, or lav). After the event, no other damages were noticed on the device (coil -unraveled, stretched, kink, bend, fracture, etc or delivery system/introducer unraveled, stretched, fracture, etc) or the lav. No additional information is available. A non-sterile orbit galaxy was received coiled inside of a plastic bag. Hypotube was inspected and kinks were noted on it. Introducer was received partially zipped without damage. The support coil, gripper and just the head piece attached to the gripper were received outside of the introducer. The support coil and gripper were found without damage. The rest of the embolic coil was not received for evaluation. The gripper and the headpiece with some loops of coil were inspected under microscope. The gripper presented no damages. The soldered section between headpiece and the coil loops was not fractured indicating that the solder had a good adhesion to the headpiece. Using a lab sample syringe 635-002, the trufill dcs system was purging on the blue zone; after that the embolic coil head-piece was detached from the gripper when the needle of the pressure gauge was on the alternative red zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Failure of the coil to detach was not confirmed with functional analysis, the head piece detached when pressurized to the red zone, which is outlined in the instructions for use. With follow-up investigation into the finding of the headpiece remaining in the gripper vs. The report that the coil was finally able to be detached once removed from the patient, it was reported that the correct device was received and that it detached using the syringe and not by pulling on the coil. Based on this, no conclusion can be made regarding the reported event and the findings of the returned device. The cause of the failure to detach experienced by the costumer and the damages found on the visual analysis cannot be determined. With review of the device history records and the analysis of the returned device, there is no indication of any relationship to the manufacturing process. Additionally, inspections are in place as to prevent this type of failure from leaving from the facility. Therefore, no corrective action will be taken at this time.

Event description:
The procedure was coil embolization of avf in the transverse artery (not calcified and tortuosity unknown), and during the procedure, the 10th coil (orbit galaxy helical xtrasoft coil 2 x 8-640hx0208/13500275) would not be detached at the green zone or the red alternative detachment zone, therefore, the physician decided to remove it from the patient. Once the product was out of the body, he tried again and he was finally able to detach the coil. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury reported. It is unknown if the trufill dcs syringe ii was also replaced or not. It is unknown how many coils were successfully detached using the same syringe before the complaint product. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coil by visual inspection. The complaint product is going to be returned for evaluation. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe, coil system hub, or lav. No leaks were noticed on any of the connections (syringe, coil system hub, or lav). After the event, no other damages were noticed on the device (coil -unraveled, stretched, kink, bend, fracture, etc or delivery system/introducer unraveled, stretched, fracture, etc) or lav, and the lav, syringe, and coil are not going to be return for analysis. No additional information is available.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.